Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device won't power on due to keypad. The keypad was replaced. A review of the device history record for sn (B)(4) was performed from 05/12/2017 to 08/07/2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Additional comments: lcd additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. Infusion products global customer support operations. The customer stated that there was no patient involvement.

Event description:
(B)(4).